Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Customer will not release.

Event description:
It was reported that upon completion of a tonsillectomy procedure, a burn was noticed on the lower lip of the patient. The burn was described as a blister in which the area was debrided and silvadene ointment was applied. The customer stated that the protective sleeve was not being used. The customer will not release the device at this time. Our instructions for use state: after torquing the blade onto the hand piece, slide the white protective sleeve into place (illustration 6). Because the black sheath may become hot, measures should be taken to provide a barrier between the black sheath and tissue not intended for coagulation. The protective sleeve should always be used in procedures such as tonsillectomies or others where contact between the black sheath and adjacent tissue may occur.